Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/20/2015. The fse found that the waste pump and pinch valve lv18 were faulty. The fse replaced the waste pump and pinch valve lv18, which repaired the leak and the vote outs. The repairs were verified by established. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the baths of the coulter act diff 2 analyzer were overflowing and leaking. The instrument was generating vote outs when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.